Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es was not showing up the patient list. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station reported that patients added to the user-specific and doctor's patient list had not reflected other patients. The technical support specialist (tss) had confirmed that the system was functioning as designed, as the sample patient provided was not assigned in the sample medication given. The tss shared these findings with the customer. The system functioned as intended after the technical support specialist troubleshot the device.